Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation was confirmed. One unpackaged ar-9625 serial/batch number (B)(6) was received for evaluation. Functional testing was not performed due to damage to the instrument. Upon visual inspection revealed that the hex tip was damaged. The laser marks are faded. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9625 3.0 mm hex driver tip sheared off. This occurred during a reverse total shoulder arthroplasty procedure on (B)(6) 2024, when the hex driver tip sheared off while screwing in the peripheral screw. The center of the ar-9621-25t 25mm tap had a tiny piece break off inside the glenoid when tapping. The tiny metal piece that broke off in the glenoid was left there.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.